Event description:
It was reported that during removal of a 29 x 80 palmaz genesis opta pro that could not cross the lesion, the stent dislodged from the balloon and was stuck in the body. The stent remained in the patient. A stent was placed in the same location as the loose stent and deployed to complete the procedure. The rest of the device was removed with ease from the cook sheath. There was no patient injury reported. The current status of the patient is ¿good.¿ the device will not be returned for evaluation. The physician chose, and was aware that our genesis stent was biliary indicated, to place a genesis balloon expandable stent over a 0.035 aquatrack wire using a 7f cook sheath. The physician could not cross the lesion and after 2-3 attempts, he removed the balloon expandable stent. At this time, the stent was dislodged from the ballon and was stuck in the body. The target lesion was the common iliac artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. There were no anomalies noted to the device when removed from the package. There were no anomalies noted during prep. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines.

Manufacturer narrative:
It was reported that during removal of a 29 x 80 palmaz genesis opta pro that could not cross the lesion, the stent dislodged from the balloon and was stuck in the body. The stent remained in the patient. A stent was placed in the same location as the loose stent and deployed to complete the procedure. The rest of the device was removed with ease from the cook sheath. There was no patient injury reported. The current status of the patient is ¿good.¿ the target lesion was the common iliac artery. The lesion was moderately calcified and mildly tortuous. The rate of stenosis was unknown. The physician chose, and was aware that the genesis stent was biliary indicated, to place a genesis balloon expandable stent over a 0.035 aquatrack wire using a 7f cook sheath. The physician could not cross the lesion and after 2-3 attempts, he removed the balloon expandable stent. At this time, the stent was dislodged from the balloon and was stuck in the body. There were no anomalies noted to the device when removed from the package. There were no anomalies noted during prep. The stent was not manipulated during prep. The stent was properly mounted on the system when inspected prior to use. The sds was prepped according to IFU guidelines. The device was not returned for analysis. Review of lot 15960202 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Factors such as tortuous vessels, or calcified lesions may contribute to it. Based on the information provided, vessel characteristics and procedural factors are likely contributing factors to the failure to cross reported. The reported ¿stent dislodged-in patient/while pulling back into gc/sheath¿ could not be confirmed as the device remained in the patient. The exact cause could not be determined. Based on the information available for review, vessel characteristics and procedural factors (multiple attempts to cross the lesion) may have contributed to the difficulty experienced by the customer. Neither the information available for review nor the DHR suggests that the reported dislodgment could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown.

Manufacturer narrative:
Note that the device implant date was originally provided inadvertently as "not applicable." Refer to section for the date the stent was implanted.